Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope had no image. The issue was found during preparation for use for a diagnostic enteroscope procedure that was completed with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: no image confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause of the malfunction was unable to be determined. The following non-reportable malfunctions were found during the device evaluation: the adhesive on the bending cover was detached, sound lines were broken, and the pink cover of the probe was damaged. Olympus will continue to monitor field performance for this device.